Manufacturer narrative:
Initial: awaiting product return to perform device analysis and awaiting more information.

Event description:
Incident requiring device explantation but missing information on the anomaly observed.

Event description:
Incident requiring device explantation but missing information on the anomaly observed.

Manufacturer narrative:
Our quality department conducted various analyses on the returned device: visual inspection: the valve shows a surface irregularity and a slight deformation was observed. This can be the cause of the defect. Pressure testing before decontamination: during the pressure test, all positions were tested and only pressure po6 is non-compliant, with a pressure of 160 instead of 155. In 2009 (year of manufacture), only low, high, and medium pressures were tested. Therefore, this valve is compliant under these test conditions. In the meanwhile, the process changed and now, all the 8 different positions are systematically controlled. Programing control before decontamination: the programming test is non-compliant; the valve gets stuck to decrease the operating pressure. In conclusion, the valve presented a mechanical alteration, preventing correct programming to decrease the operating pressure. The hypothesis is that this defect was already present during manufacturing and became apparent over time. Since 2009, manufacturing inspection processes have been reinforced so that kind of defective parts are now excluded from production batches.